Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was advised to replace the broken probe by purchasing and installing a new one. Once the new probe was installed the company representative checked the system and found it to have met specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 22, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the broken probe. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that the diagnostic system presented with incorrect measurements. Timing of the event and patient impact are unknown. Additional information has been requested but not received.